Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not synchronizing. A technical support specialist (tss) reported that the cabinet was not synchronizing and, although it showed an online status on the live monitoring interface and remote support service, remote access was not possible. The tss checked the ethernet connection and advised informing the director of nursing and contacting the local information technology team for further assistance. The tss later confirmed that the cabinet was online and successfully synchronizing. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the cabinet was not syncing. Users were unable to initiate an rxverify request. Although the device showed an online status in lmi and rss, remote access was not possible. The issue required escalation to the pharmacy, with guidance provided to contact medbank support, notify the director of nursing, and involve the local it team for further assistance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.